Event description:
A reading of 300 mg/dl. She retested and received a reading of 97 mg/dl. The customer also stated that she received a control test result of 160 mg/dl. The range is 84-113 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.